Manufacturer narrative:
Clarification h.6: both codes for deflation and rupture have been captured as it can not be determined by information provided which event is more accurate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture/deflation.

Event description:
Healthcare professional reported via nbir left side deflation. Device has been explanted.